Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information on resetting the pump and assisted the caller in resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.